Event description:
Procedure: lap gastric bypass; according to the reported, the endo stitch instrument stopped shuttling the needle and the needle broke in half. The needle was retrieved and a new instrument was used.

Manufacturer narrative:
Initial report sent to FDA on 08/07/2007